Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a "shocking sensation" with device use and the patient was prescribed a course of steroids (date not reported). The implanted device remains.